Event description:
It was reported that during a thyroidectomy procedure, clips would not advance. The clips delivered and the instrument blocked at the 10th firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged anti-backup. Evaluation summary: the instrument was returned with the anti-backup damaged. However, the instrument was cycled, fed and formed the clips properly. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.